Manufacturer narrative:
Batch review performed on 03 nov 2015: lot 144961: (B)(4) items manufactured and released on 29 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 04.nov.2015 it was communicated that the sales agent was unable to get the pathogen results. On 04 nov 2015 it was prepared a final report with the information above reported. On the same day it was sent to the initial reporter and the case was closed.

Event description:
Patient had persistent pain and swelling in his right knee. Because the patient was not responding to treatment, the surgeon decided that an irrigation and debridement with a poly exchange would be beneficial. The poly will not be returned. Waiting to see if pathology results are available.